Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: autoimmune disorder and breast pain. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast surgery with unspecified gel mentor breast implants and experienced bilateral autoimmune disorder post-operational. Patient symptoms included joint pain, chronic fatigue syndrome, brain fog, temperature intolerance, dry skin, infections, headaches, breast pain, chest pain, weight gain and breast implant illness. As a result, the patient underwent device removal on (B)(6) 2017. This report is for the right side.